Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. The swollen battery was identified during both the visual inspection and functional tests. The cause of the condition could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service techinician, a flo-gard infusion pump was found with a swollen battery. There was no patient involvement. No additional information is available.